Event description:
In early 2007, a gore propaten vascular graft was implanted in a female patient in the right lower limb position. The graft became infected and was removed on approx three months later. At an unknown date, the patient had a right below knee amputation